Event description:
It was reported that after a meal announcement the user observed a postprandial blood glucose of 256 mg/dl on the ilet with a gradual decrease over the call, and troubleshooting education was provided to continue monitoring and consider changing supplies if the trend did not improve. Symptoms included hyperglycemia without associated alarms. Outcomes included no hospitalization or additional medical intervention. Investigation included customer counseling on monitoring trends and supply change as standard troubleshooting. Investigation of this case revealed no device alarms or malfunctions reported and no specific component issue identified, with blood glucose trending down to 250 mg/dl by end of call. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.